Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 07/13/2018 and strip open date is (B)(6) 2015. Strip storage is in bathroom. Back to back blood test performed non-fasting with results of 258mg/dl and 249mg/dl. Reviewed meter memory: 78mg/dl (B)(6) 2016 08:23:00 am fasting: yes; 102mg/dl (B)(6) 2016 10:44:00 am fasting: yes; 111mg/dl (B)(6) 2016 07:26:00 am fasting: yes; 144mg/dl (B)(6) 2016 01:44:00 pm fasting: yes; 142mg/dl (B)(6) 2016 05:36:00 pm fasting: yes. Memory concerns: customer is concerned with all of the results in the meters memory customer called concerned their meter is registering low results because on (B)(6) 2015 at 9:30am fasting the customer tested their glucose and received a result of 139mg/dl. The customer's doctor then tested their glucose ten minutes later at 9:40am fasting and received a result of 214mg/dl. The customer stated normally their glucose is between 100-180mg/dl fasting. The customer is currently taking lantus insulin and glipicide to manage diabetes